Event description:
A customer reported to beckman coulter that platelet (plt) results do not match from mode to mode on the coulter lh 750 instrument. The customer indicated that on secondary mode, plt count is about 30,000 higher than on primary mode. The issue was discovered when customer performed mode to mode check on 09/05/2006. The customer indicated that no results were reported until service corrected mode to mode matching. Printouts of the affected samples were requested, but not supplied. Based on available info, there was no change to pt treatment as a result of this event.

Manufacturer narrative:
Investigation summary: qc is run every shift and was assayed before the event. The customer performed a cleaning, but did not solve the issue. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and found no hardware evidence specifically related to this issue. The fse discovered a "typo" error in the manual calibration factor entered by last service. The value was typed as 1.100 instead of 1.000 which resulted in a 10% higher plt count. The fse corrected the manual calibration factor and conducted mode to mode comparison study; the plt match was good. The fse verified reproducibility and qc; results were within specifications. The fse verified repair per established procedures; results meet published performance specifications. An incorrectly typed manual calibration factor was determined to be the root cause for this event. A malfunction will be assumed for the purpose of this report.